Manufacturer narrative:
Device received with critical pump error and pump error 35 was present in the pump trace download due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with corrosion on all electronic assemblies and moisture damage on motor assembly. Device received with cracked battery tube area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump. The blood glucose level was 220 mg/dl. Customer stated that the insulin pump had pump error alarm and the insulin pump was able to rewind. Customer also stated that the battery compartment was cracked. The product will return for the analysis.